Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). H3 other text : device not returned

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is re-using insulin, and re-using cartridges. Tandem clinical support informed customer that re-using insulin, and re-using cartridges, is off label per the user guide. Customer changed the pump supplies, ran a 5 unit bolus, and successfully resumed insulin therapy. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. Customer¿s blood glucose level was 217-218 mg/dl.